Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence. Additionally, it was reported that pump was not vibrating. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 180 mg/dl.